Event description:
Enduser alleges enduser was driving unit when it stopped suddenly and enduser fell out of the unit. Enduser sustained a cut above right eye requiring six stitches and a cut in the mouth requiring one stitch. Enduser's right side of face had abrasions.